Manufacturer narrative:
Philips remote service engineer (rse) spoke with the customer and the device was returned for bench repair. Sound was found to be present during bench repair testing and the reported issue was not confirmed. The device is currently at bench. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the speaker was not generating audible sounds during preventive maintenance. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and the device was returned for bench repair. Sound was present during bench repair testing. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, components including the speaker, the mainboard and advanced system I/f board were proactively replaced per process to ensure the issue does not recur. If additional information is received the complaint file will be reopened.